Event description:
It was reported a patient underwent an open reduction internal fixation (orif) of the left femur just above the knee on (B)(6) 2014. Postoperatively the 15-hole plate broke and was removed on (B)(6) 2014. The hardware was fully removed. There were a total of fifteen screws removed. The screws were 4.5mm cortex screws and 5.0mm locking solid screws. Two of the cortex screws were slightly bent. Some of the screws were reused with the replanting, and the other screws were discarded. There was no surgical delay. The patient status/outcome was great. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.